Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Caregiver advised enduser was at (B)(6) driving the chair with seat positioning strap on and joystick started acted funny and enduser could not control joystick. Caregiver advised this caused enduser to run into a pole at (B)(6) causing enduser right foot to be fractured. Caregiver advised enduser was taken to the emergency room from (B)(6) by another caregiver. Caregiver advised hospital took xrays of enduser right foot and determined it was fractured and wrapped foot up with and ace bandage and advised him to follow up with a foot doctor. Caregiver advised enduser went to a foot doctor yesterday (B)(6) 2016. Caregiver advised foot doctor did another xray and advised would contact enduser once looked over xrays to advise if fracture was in the same place or had moved and what further action to take. Caregiver advised enduser was not prescribed any medications, was just told to take tylenol when needed. Caregiver advised chair was working fine before this issue. Caregiver advised when enduser got home noticed neutral test error code on joystick, joystick not sensing neutral. Caregiver could not provide any further information.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Controller/joystick/options, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the joystick not sensing neutral and this is probably due to the inductive shaft being bent not allowing the inductive to return to neutral. As to how the inductive shaft got bent could not be determined. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Controller/joystick/options, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the joystick not sensing neutral and this is probably due to the inductive shaft being bent not allowing the inductive to return to neutral. As to how the inductive shaft got bent could not be determined. Caregiver advised enduser was at (B)(6) driving the chair with seat positioning strap on and joystick started acted funny and enduser could not control joystick. Caregiver advised this caused enduser to run into a pole at (B)(6) causing enduser right foot to be fractured. Caregiver advised enduser was taken to the emergency room from (B)(6) by another caregiver. Caregiver advised hospital took xrays of enduser right foot and determined it was fractured and wrapped foot up with and ace bandage and advised him to follow up with a foot doctor. Caregiver advised enduser went to a foot doctor yesterday (B)(6) 2016. Caregiver advised foot doctor did another xray and advised would contact enduser once looked over xrays to advise if fracture was in the same place or had moved and what further action to take. Caregiver advised enduser was not prescribed any medications, was just told to take (B)(6) when needed. Caregiver advised chair was working fine before this issue. Caregiver advised when enduser got home noticed neutral test error code on joystick, joystick not sensing neutral. Caregiver could not provide any further information.